Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant high inratio inr result in comparison to the laboratory inr result. Results are as follows: date: (B)(6) 2014, inratio inr: 7.5, laboratory inr: 1.2. Time between testing was two (2) hours. Reportedly, "milking" finger. Therapeutic range unk for the pt. There was no reported adverse pt sequela. There was no add'l info provided.